Manufacturer narrative:
Concomitant medical products: product ID: 978b128; lot# unknown; implanted: (B)(6) 2020. Product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient using an external neurostimulator (ens). It was reported that the patient was undergoing a stage 2 procedure, and the percutaneous lead had migrated into the exit tunnel. The healthcare professional was able to retrieve the lead, which took a little extra time and digging around into the tunnel. There were not external factors listed. No troubleshooting was performed. The issue was confirmed resolved the time of this report.